Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 176 mg/dl. Prior to troubleshooting with tandem technical support, the infusion sets were changed to address the issue and insulin delivery was resumed. Reportedly, the customer lost weight and changed insulin types (humalog 500 to humalog 100) and maintained that those were the probable causes of the occlusion alarms. Customer declined to further troubleshoot with tandem technical support.